Event description:
The reporter stated that the surgeon was inserting a single piece silicone toric lens model aa4203tl and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic and one plate haptic is torn off & missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.